Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent additional surgery for post-operative bleeding on (B)(6) 2015. It was reported that the patient underwent a laparotomy resection of previous mesh, abdominal wall reconstruction with posterior component separation and placement of biologic mesh on (B)(6) 2019. It was reported the patient experienced an undisclosed adverse event. No additional information is provided.